Event description:
It was reported an other shorted pump. No patient injury was reported.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue was found during testing. Device evaluation: one device was returned for analysis in used condition.the investigation found that the battery contacts had shorted and burnt. According to the investigation, this issue was customer induced. The battery compartment was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records.